Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The device history review could not be conducted since the lot number was not provided. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the bullet from the capio suture broke off in the tip of the capio device. This happened as the suture was being placed through the sacrospinous ligament. The bullet was stuck in the tip of the capio which is available for return. The patient's condition is unknown at this time.